Manufacturer narrative:
H3: the tubing was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed; the returned tubing had a nick. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a thermal therapy system being used for a neuro soft tissue ablation procedure. It was reported that intra-operatively, it was noted that saline was consistently dripping from the exit side of the pump tubing interface where the tubing was attached to the ¿bladder¿ which sat clamped in the pump assembly. Three cooling catheters were daisy chained so saline was being circulated through all three. The surgeon had very optimal return on the saline return bag and no signs of air being drawn into the tubing. The surgeon opted to proceed with the first ablation as so and while changing over to ablate the second of three catheters, they opted to switch out the pump side tubing but left the original extension tubing in place. This resolved the leak and the case proceeded. There was no delay as the tubing was swapped while the magnetic resonance imaging (MRI) was prepping the scans for the next laser. There was no reported impact to patient outcome.